Manufacturer narrative:
Results: crack in luer post inflation. Thrombosis. Conclusions: crack in luer post inflation. Thrombosis. (B)(4).

Event description:
The physician deployed one integrity stent at nominal pressure to a moderately calcified lesion in the rca with 100% stenosis. A gap between the stent and vessel wall was noted, the physician attempted to perform post dilation using the delivery balloon, but noticed that the balloon was ruptured. In the meanwhile, thrombosis was developed in the stent. Another integrity stent was deployed and post-dilation using the delivery balloon was performed to complete the procedure. No health hazard to the patient. Evaluation summary: the distal tip was flared. Negative purge was performed and a constant stream of air bubbles was seen to enter the syringe confirming the presence of a leak in the device. On pressurization of the device water was seen leaking from the luer. Visual inspection confirmed the presence of a longitudinal crack on the luer. The device was cut back and the balloon inflated to nominal pressure. The balloon maintained pressure with no evidence of a leak. Visual inspection of the transition tubing and distal shaft confirmed there was no damage or leak site present on the catheter.